Event description:
N/a.

Manufacturer narrative:
Sample was received for evaluation. The sample was visually inspected, and the stator was dislodged. The valve was dismantled and was examined under microscope at appropriate magnification: a bump mark was noted in the valve casing and corrosion was also noted on the stator. The cam magnets were controlled, and the magnets failed. The root cause for the dislodged stator and the bump mark in the valve casing is due to the valve receiving a hard knock. The root cause of the corrosion could not be clearly determined. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve was changing settings after implantation. Then next time the patient visited the hospital, the setting was different from the previous setting. Therefore a revision surgery was performed and another valve was implanted. Also hematoma was confirmed. The patient is a (B)(6) male. He is recovering and stable.